Manufacturer narrative:
A3a: male based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470

Event description:
End user reports he has used this product for about 2 years and never has had any concerns like this with the product. He states he is a male in his 60s, caths 6- 7 x a day for nonobstructive retention just states his bladder muscle not working properly to drain his bladder. He states he has a medical device background and wanted us to be aware of this defect and wants replacements. He said of these 2 boxes the majority of the catheters "maybe only 1 or 2" didn't have this defect the majority of them had the defect. He said he has had an issue with the paper tearing and they are not opening properly as they always have prior to this. The packaging normally separates in 2 even pieces but now it is tearing at the top by pull tab. He utilizes the adhesives sticker on the back for the wall and he usually puts his thumb on the tab at the top paper part to peel it back straight down but now it is just breaking at the "top tab just rips off". He thinks the adhesive used is too strong, it is adhering too much and not separating well. He has to grab hold onto the funnel end and "punch it through the packaging" to get it the catheter out to use it. He said he is taking precaution to not contaminate the catheter and reports no harm from using many of these with this concern. He said the paper looks normal like it always has, no other defects you can visually see it is only when he goes to open it, it tears.

Manufacturer narrative:
No picture or samples were provided. A batch record review was conducted resulting in the following: urinary catheter in question was manufactured under sap material ID 1713715 and manufacturing lot # 3b00229 in c2 on packaging machine p009 in amount (B)(4) pcs. The product was packed according to the instruction for packing g905704 ver 24.0 pracovná in¿trukcia pre balenie gentlecath glide katétrov na p009/p006/p020. According to g905704 ver 24.0 within in-process the peeltest is carried out. 5..11.3 peelpack must not be sealed so strong that paper residues remained on the foil or paper tears. Seal should be enough strong to keep paper and foil together without any irregularities. Test results are recorded in form 1, g 906996 ver1.0. Review of the DHR showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled and met the requirements. No nonconformity had been registered during the production process of the mentioned lot. No other complaint has been received on the lot. This issue will be monitored through the post market product monitoring review process, sop-000741. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092 . Manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.